Manufacturer narrative:
B.3 revised date of event as it was incorrect on the initial report that was submitted. D.4 added model as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. Hematoma/major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Arrhythmia : in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support.  The patient suffered a tamponade during the percutaneous coronary intervention (pci) and was given a pericardiocentesis and perforation was repaired. When peeling away the sheath after the pci the patient went into pulseless electrical activity (pea) and was given cardiopulmonary resuscitation the pump remained on but while in the ICU there was a hematoma observed, the site was closed by the manta but, the bleed needed contralateral leg access and stenting along with 6 units of red blood cells. There was a presumed damage to the vessel from the sheath and access site. Impella was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿